Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the resume pump alarm will announce once the duration of time expires, but insulin will not automatically resume after the time ends. You will receive the resume pump alarm and will have to manually resume insulin.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 506 mg/dl. Reportedly, customer had manually suspended insulin delivery multiple times, for several hours at a time. On (B)(6) 2023, customer administered a bolus via the pump to address the issue and went to the emergency room with moderate ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended and that the pump did alert appropriately to notify the customer that insulin had been manually suspended.